Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, they tried to use the device, but they could not connect the orvil to the stapler. Manual suture was used to complete the case. There was no patient injury.